Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that his implantable cardioverter defibrillator (ICD) delivered an inappropriate shock and inappropriate anti-tachycardia pacing (atp). This patient's episodes were reviewed, and it was noted that the suspected rhythm was supraventricular tachycardia (svt). It was also noted that this ICD still charged and delivered therapy even though the rate post atp was stable. Technical services (ts) was consulted and discussed different therapy rules used post-therapy when assessing the rhythm. Ts also discussed reprogramming options. This ICD remains in service. No adverse patient effects were reported.